Manufacturer narrative:
Based on this limited info and past investigations w/similar events, it was revealed, internal components designed to restrain the heater wire had been bent or broken. This damage had allowed the loose heater wire to tangle together, creating an area of excessive heat, which damaged and deteriorated the fabric foundation,. Laying on the pad or folding it in half while using, could have been attributable to this event. This would also suggest user misuse per instruction manual provided. Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.

Event description:
It was reported that it burned through the cover, patients gown, and pad.